Event description:
It was reported that there were problems with the wound incision healing. The medical team decided to sort it out in the operating theater, but during revision surgery the electrode array was accidentally cut off. The patient was immediately re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.